Event description:
It was reported that 5 catheters were received with visible damage to the package that affected the sterility of the device. No procedure or patient was involved in the issue. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device and media analysis, the "packaging damaged/defective" allegation was confirmed. However, the "device not sterile" allegation was not confirmed as the device was not returned in any original packaging, and no media was provided to confirm the failure. The "cause not established" conclusion code was selected for the "not sterile" allegation and the "cause traced to transport/storage" was selected for the allegation of "packaging damaged/defective." Updated field h6 device codes: device contamination with chemical or other material a180104 replaced with contamination during use a1801.

Event description:
It was reported that 5 catheters were received with visible damage to the package that affected the sterility of the device. No procedure or patient was involved in the issue. The device has been received at boston scientific post market laboratory.